Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a gastrointestinal bleed interventional procedure with a 6f sheath. Reportedly, there was resistance lowering the footplate and the device became stuck in the patient. A small cutdown was performed to remove the device. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed to the returned device. The reported difficult to open or close the foot was not confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to open or close the foot and device entrapment. The surgical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open foot and device entrapment include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.